Manufacturer narrative:
An investigation has been initiated. When the investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
Received one 2.6f vascu PICC for evaluation. A visual inspection of the PICC revealed the catheter broke off at the lumen to hub junction. The hub to lumen juncture was inspected under magnification. No conclusions could be drawn from this inspection. The root cause of the failure could not be determined.

Event description:
Immediately following successful PICC placement, when applying the dressing the catheter broke off right at the junction of the securement wings. The catheter that remained in the patient was cut during the exchange procedure and was not saved. The portion of the catheter that was saved (i.e.... Securement wings and extension legs) is being returned for evaluation.